Event description:
After iabp for about 36 hours, an alarm sounded from the pump and the iab leaked. The iab was removed. No second was inserted. On 5/1/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: none from the event - reported 12/30/96. Patient's current status: unk - rpt'd 12/30/96.